Manufacturer narrative:
Continuation of d10: product ID 8731 lot# unknown implanted: (B)(6) 2008: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: unknown: h3: analysis of the catheter identified a break in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving baclofen (dose of 1925mg at a concentration of 2000) via implanted infusion pump. It was reported that during the standard pump replacement procedure, the surgeon attempted to remove the pump connector from the old pump. However, the pump connector, along with a small segment of the pump catheter (2 cm), detached with minimal force. Surgeon then directly connected the pump catheter to the new pump using non-resorbable sutures, without the pump connector. The patient still had the same pump segment catheter. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report. The patient was ok and the pump and catheter were working properly.in the picture provided, a small piece of the catheter was from the inner part of the pump connector piece. The patient's weight and medical history were asked, but unknown. The patient's status was alive - no injury. Additional information was received from a foreign healthcare provider (hcp) via a distributer (dist). It was reported that the catheter looked normal before the incident. The majority of the catheter remains in use. The catheter serial/lot number is currently unknown. The pump serial number and implant date were reported.